Manufacturer narrative:
Patient information is not available for reporting. Unknown when device malfunctioned. Additional device product codes: gwo, gxr. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the six (6) matrix neuro fixation screws were found out to have been broken. No other information provided. This is report 5 of 6 for complaint (B)(4).

Event description:
Further it was reported that the screws were accidentally placed as self-drilling when they were self-tapping. Screws were used incorrectly by surgeon without pre-drilling. The surgery was successfully completed with using another the proper matrix neuro screws. No fragments were generated from the broken device and no other medical intervention required. There was 5-10 minute surgical delay. Patient outcome was not reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter email address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.